Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26. There was no reported impact to the customer¿s blood glucose level. The customer chose not to troubleshoot with technical support and instead decided to consult their healthcare provider.